Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 441 mg/dl. The customer states that after giving bolus 6 unit blood glucose come down to 350 m/dl. Customer stated that when they remove the set it had bent cannula. Customer declined troubleshoot for high blood glucose. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis.